Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-08489. It was reported the patient experienced pain outside of the targeted pain area during the trial implant procedure, and shortly after the patient reported symptoms of weakness and diminished motor function. The patient also experienced ineffective stimulation despite stimulation being delivered in the targeted area. As such, the trial leads were explanted a day post-implant. However, the symptoms persisted and the patient was in a wheelchair and was unable to stand without assistance.